Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump. It was reported the patient was in for a refill and the hcp noted the patient had a motor stall for 331 hours. The patient had a MRI (magnetic resonance imaging procedure) on the day of the motor stall and did not have the pump status checked post MRI. Telemetry stated condition was reviewed. No symptoms were reported. It was indicated the event occurred around (B)(6) 2020. It was confirmed the motor stall recovery was logged when the pump was interrogated with the clinician programmer. No further complications were reported or anticipated.